Manufacturer narrative:
After service, the customer did not report any further complaints. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's calibration and qc data were ok. The field service engineer performed a full system check with no abnormalities observed. The field application specialist performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable hba1c iii tina-quant hemoglobin a1c iii results for one patient tested on a cobas 8000 c 502 module. On (B)(6) 2020, the patient's hba1c result was 9.4%. On (B)(6) 2020, the patient had a new sample collected and the initial hba1c result was 4.8%. This result was reported outside the laboratory. The patient's doctor questioned the result due to not matching the result from (B)(6) 2020. On (B)(6) 2020, the patients sample from (B)(6) 2020 was rerun on the same analyzer and the hba1c result was 5.0%. On (B)(6) 2020, the same sample was sent to another laboratory and tested using "hplc" methodology. The hba1c result was 8.2%. The customer reported the sample was "grossly hemolyzed." The hba1c reagent lot number was 43733601 with an expiration date of 30-jun-2021.